Event description:
It was reported the device alarm triggered one day post implant and the right ventricular lead was noted to have high impedance and oversensing. The device was not disabled and the patient was scheduled for a revision procedure the following day. While awaiting revision, the patient received two inappropriate shocks due to noise. Upon opening the pocket, the lead was noted to be fixed by the set screw but not fully inserted into the header lumen as the pin was not visible beyond the set screw block. The pin was removed and reseated and the noise resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.